Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had an enlarged atrium. Two xtw clips were successfully deployed on the mitral valve at a2/p2, reducing mr to a grade of 2. An ntw clip (11215r130) was inserted and attempted to be placed at a3/p3. However, after several grasping attempted, the posterior leaflet kept slipping out. The multiple grasping attempts caused a flail and prolapse of the posterior leaflet. Therefore, the clip was removed, and an xt (20524r280) was inserted. Grasping was performed, but mr increased to a grade of 4 and additional tissue was suspected. Therefore, the clip was removed, and the procedure was discontinued. Mitral valve replacement was then performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported positioning failure (leaflet capture ¿ clip not implanted) appears to be related to challenging anatomy. The reported tissue injury was due to the multiple grasping attempts which could induce deterioration of leaflet tissue. The reported patient effects of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.